Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/09/2017 with the following findings. The display is dim and reddish. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a display dim with red hue. This report is made based on the results of an investigation completed on (B)(6) 2017.